Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received pump error 63. Customer's blood glucose was 16.2 mmol/l. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. No unexpected hardware low level failure error alarms noted during testing, however hardware low level failure error alarms were present in the format history file due to moisture damage on the keypad traces at the u1. The insulin pump was received with loose battery cap contact due to battery cap physical damage. The insulin pump had corrosion in battery tube, scratched casing, minor scratches on the lcd window, pillowing keypad overlay, slightly peeled keypad overlay, peeling end cap address label and missing the display window cover.